Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited noise on the rate\sense (r\s) channel resulting in pacing inhibition. The lead impedance and sensing measurements were stable and normal. The noise could not be recreated with isometrics or pocket manipulation. Due to the placement, the physician believes this is diaphragmatic oversensing. A revision procedure was performed. It was noted that there was minimal access on the left side (5 leads are currently implanted). The right side venogram identified an occlusion. As a result the physician reversed the left ventricular (lv) lead and the rate/sense portion of the rv lead into the device. All rv lead measurements were stable. Technical services (ts) discussed that this would be off label use of the products. Additional information indicated that a revision procedure was performed and the pace/sense portion of this lead was surgically abandoned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.